Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that a complaint concerning ¿interconnect pcb issue¿. The alarm history was reviewed finding network reset performed and base task timeout. The pump was previously serviced for the same issue in which the interconnect, radio and primary speaker were replaced. The error could not be duplicated. It appears the customer is not programming the radio correctly. No parts were replaced. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had returned from repair and had lost network connectivity. The event occurred during testing.